Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture is unable to be observed as it is a physiological complication. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported ¿violation of the integrity of allergan implants¿. Later healthcare professional reported ¿implant integrity disorder" and ¿capsular contracture baker grade I¿. This record is for the right side. Device was explanted and replaced. Device will not be returned.